Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue. However, the fse was able to confirm one (1) fault code entry 112 and reinstalled the software per service manual recommendation. The fse ran tests on the iabp with trainer and balloon for 2 hours; and verified that the unit calibrated and functions according to factory specifications. The unit was safety tested; returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, it shutdown displaying error code 112. The customer swapped the unit to continue therapy. There was harm to the patient. No adverse event was reported.